Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a upper left lobectomy with thoracoscopic lymph node dissection surgical procedure, the customer contacted a technical support engineer (tse) and reported that the operating room (or) staff were complaining about their erbe. The customer stated that they were having a sporadic m-11 error showing on the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer reported that the issue had occurred during an upper left lobectomy with thoracoscopic lymph node dissection procedure. The customer had reported that this procedure was carried out outside the use of the robot. The users simply wanted to use the generator associated with the robot in stand-alone mode. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors with the auto-test being okay. The customer reported that they used another radio frequency (rf) generator to resolve the reported issue to continue the procedure. There was no patient injury as a result of the issue. In the end, the customer used another generator to complete the procedure instead of the erbe.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) generator associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.